Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a paddles ECG monitoring issue that occurred during the use of the device on a pt. There was no reported pt impact.